Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2013: patient was pre-operatively diagnosed with right l5-s1 spinal stenosis. Right s1 radiculopathy. Previous right l5-s1 dorsal decompression. Lumbosacral instability and underwent following procedures: right far lateral decompression l5-s1. Interbody reconstruction with biochemical device, l5-s1. Posterior interbody fusion l5-s1. Posterior fusion l5-s1. Posterior instrumentation l5-s1. Allograft, for fusion. Autograft, local, for fusion. As preop- notes ¿the interbody biochemical device was then placed after being filled with bone morphogenic protein and impacted into the interspace carefully protecting both the traversing and exiting nerve roots. Bone graft was placed in front of the implant prior to placement and behind it following placement in a stable manner. Bone graft mixture consisting of the previously harvested autograft was laid over the decorticated posterior elements and transverse processes.¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.